Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The insulin pump was not exposed to high magnetic fields. Unable to conduct any troubleshooting due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a lose motor support disk. The insulin pump also had a missing end cap sticker.